Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 163 mg/dl, 214 mg/dl, 383 mg/dl, 127 mg/dl, and 505 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated that he had eaten about ten minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.